Event description:
It was reported that the device would not power up. There was no reported pt involvement and/or impact.

Manufacturer narrative:
(B)(4). A follow up reprot will be submitted upon completion of the investigation.